Event description:
It was reported that the guiding peg became loose. The peg at the patient end of the instrument detached, and was left in the plate after the instrument was removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the welding of the position pin of the drill and screw guide is indeed broken off. We have to assume, that high applied mechanical forces caused the breakage of the spot welding. Please note, that this is a rather old and often used instrument. Visible signs indicate often and hard use.